Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.